Event description:
It is reported that the pt is experiencing knee pain.

Manufacturer narrative:
Eval summary - surgical notes were not provided. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the info provided. The device history records for the tibial component were reviewed, indicating the device was manufactured, inspected, and packaged to spec. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened.